Event description:
The customer reported the following: a patient presented for a thrombectomy procedure in which an angiojet spiroflex thrombectomy set was being used. During the procedure, the angiojet device became stuck on the glidewire. After multiple attempts, the device was able to be removed. The physician then used a second angiojet spiroflex thrombectomy set for the procedure. Once again, the angiojet catheter was able to be removed. The physician decided to use a manual aspiration procedure to successfully complete the case. No adverse event was reported.

Manufacturer narrative:
Quality assurance product analysis reviewed the information that was provided by the site. The angiojet sprioflex catheter that was in use during the event is being returned to minneapolis for a full evaluation. Once the evaluation is completed, a follow up report will be submitted.